Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. As received, the rear response button was not functional. The cause of the non-functional response button is a defective switch. The root cause of the defective switch cannot be positively identified. No adverse event resulted from the damaged monitor.

Event description:
7/8/2021: resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form could not be located. The internal audit indicates that the electronic 3500a form, within the esubmitter application, was created on 4/20/2018 acknowledgements 1, 2, and 3 could not be located. During servicing of a monitor which was returned for investigation into an unrelated issue, a reportable malfunction was found. The response buttons on monitor sn (B)(4) were non-functional.